Manufacturer narrative:
Continued e1: alternate fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "exchange with no complaint against the device". Later healthcare professional reported "capsular contracture baker grade iii and pain" this record is for the left side. The device was explanted.